Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain with daily discomfort / visual analog scale (vas) 4/10') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, gravida ii, parity 2 and thyroidectomy total. Concurrent conditions included adenomyosis (adenomyotic uterus) and endometriosis (deep pelvic endometriosis). On an unknown date, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("significant dysmenorrhoea") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced back pain ("persistence of back pain after removal"). The patient was treated with surgery (hysterectomy and essure removal during the procedure) and essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain with essure. The reporter commented: removal was performed due to medical reasons (medically necessary). Removal method: hysterectomy for adenomyotic uterus and deep pelvic endometriosis. It was also informed that the removal of essure was not the primary reason for the surgery, but it was performed secondary to another gynaecological surgery (hysterectomy for endometriosis). Follow-up following essure removal was performed after 2 months, and mild to moderate improvement was reported, because she was still having back pain. The defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Visual analogue scale - on an unknown date: 04/10. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain with daily discomfort / visual analog scale (vas) 4/10') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, gravida ii, parity 2 and thyroidectomy total. Concurrent conditions included adenomyosis (adenomyotic uterus) and endometriosis (deep pelvic endometriosis). On an unknown date, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("significant dysmenorrhoea") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced back pain ("persistence of back pain after removal"). The patient was treated with surgery (hysterectomy and essure removal during the procedure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain with essure. The reporter commented: removal was performed due to medical reasons (medically necessary). Removal method: hysterectomy for adenomyotic uterus and deep pelvic endometriosis. It was also informed that the removal of essure was not the primary reason for the surgery, but it was performed secondary to another gynaecological surgery (hysterectomy for endometriosis). Follow-up following essure removal was performed after 2 months, and mild to moderate improvement was reported, because she was still having back pain. The defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Visual analogue scale - on an unknown date: 04/10. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required . Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain with daily discomfort / visual analog scale (vas) 4/10') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, gravida ii, parity 2 and thyroidectomy total. Concurrent conditions included adenomyosis (adenomyotic uterus) and endometriosis (deep pelvic endometriosis). On an unknown date, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("significant dysmenorrhoea") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced back pain ("persistence of back pain after removal"). The patient was treated with surgery (hysterectomy and essure removal during the procedure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain with essure. The reporter commented: removal was performed due to medical reasons (medically necessary). Removal method: hysterectomy for adenomyotic uterus and deep pelvic endometriosis. It was also informed that the removal of essure was not the primary reason for the surgery, but it was performed secondary to another gynaecological surgery (hysterectomy for endometriosis). Follow-up following essure removal was performed after 2 months, and mild to moderate improvement was reported, because she was still having back pain. The defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Visual analogue scale - on an unknown date: 04/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.